Event description:
Initial result for a pt calcium was 9.7 mg/dl. When repeated, the result was 10.6 mg/dl. The incorrect results were not reported. The field svc rep was unable to confirm that a malfunction had occurred.